Manufacturer narrative:
Submit date: 06/16/2006.

Event description:
It was reported to tyco healthcare/kendall on may 15, 2006, that a customer had a problem with a palindrome dialysis catheter. The customer states that there was a broken ultem adapter; the catheter changed out. It was reported to tyco/kendall on june 5, 2006, that the ultem adapter broke during dialysis thus making this a MDR reportable event. There was no injury to the patient.